Manufacturer narrative:
Reporter returned an unspecified number of toothbrush heads on 04-nov-2016. Product investigation is in progress.

Event description:
Three cm gash - mouth [mouth injury]; oral b toothbrush head cracked in two resulting in a three cm gash [injury associated with device]; brush head cracked in two [device breakage]. Case description: a mother reported via social media on 20-oct-2016 that her son of unspecified age was using his oral-b rechargeable toothbrush, version unknown "like every night" when the oral-b power oral care refills kids cracked in two resulting in a three centimeter gash. The case outcome was unknown. No further information was provided. On 21-oct-2016 received follow-up from mother: the mother reported that her son was alright now, he was okay. She stated that the toothbrush was a superhero oral-b stages toothbrush type 3709. She asserted that there was nothing wrong with the toothbrush, and it was just the brush head that cracked. She noted that this was the brush head that came with the toothbrush. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
On 16-dec-2016 product investigation results: reporter returned one toothbrush head on 04-nov-2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Three cm gash - mouth [mouth injury]. Oral b toothbrush head cracked in two resulting in a three cm gash [injury associated with device]. Brush head cracked in two [device breakage]. Case description: a mother reported via social media on (B)(6) 2016 that her son of unspecified age was using his oral-b rechargeable toothbrush, version unknown "like every night" when the oral-b power oral care refills kids cracked in two resulting in a three centimeter gash. The case outcome was unknown. No further information was provided. On 21-oct-2016 received follow-up from mother: the mother reported that her son was alright now, he was okay. She stated that the toothbrush was a superhero oral-b stages toothbrush type (B)(4). She asserted that there was nothing wrong with the toothbrush, and it was just the brush head that cracked. She noted that this was the brush head that came with the toothbrush. The case outcome was recovered. No further information was provided.